Event description:
The biomedical engineer (bme) reported that the nibp was not working. The unit will pump up, but then it will pump down and then it will pump up and down again. The unit keeps doing this, and it never gives a reading. There are no error messages. They tried different cuffs and cables, but the issue remains. They swapped in another bsm-1700 and used the same cable set up, and the new unit works fine. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp was not working. The unit will pump up, but then it will pump down and then it will pump up and down again. The unit keeps doing this, and it never gives a reading. There are no error messages. They tried different cuffs and cables, but the issue remains. They swapped in another bsm-1700 and used the same cable set up, and the new unit works fine. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) was not properly pumping and would not provide a reading. There were no error messages. They tried different cuffs and cables, but the issue persisted. Swapping in another bsm-1700 with the same cable set up, found that the issue follows this unit. No patient harm or injury was reported. Investigation summary: the bsm was sent in for evaluation. The nihon kohden repair center (nk rc) was able to duplicate the issue and found that the nibp pump experienced a failure. The failed components were replaced, and the device was tested per the operator's /service manual. The unit completed 24 hours of extended testing and operates to manufacturers. Specification. This bsm was installed on (B)(6) 2020 with no prior history of nibp related incidents. The causes for nibp failures are discussed below. The manufacturer analyzed bsm devices reporting nibp failures under (B)(4), with the following analysis results: nibp failure is caused by a number of factors, device damage/broken components, damaged buttons on the control panel, broken red nibp socket, physical damage impacting internal components (pump, dpu, power bd, digital bd), incompatible cuff/hose, wear and tear of the nibp components, nibp circuit failure, pump failure, a stuck solenoid, use error, such as the cuff is wrapped too tightly or loosely, hose or line not connected properly, bent hose, nibp is performed concurrently with ibp measurement, patient conditions, such as body movement, arrhythmia, under spinal anesthesia, during CPR, pulse wave is not detectable, during use of esu. Analysis of failures under (B)(4) in 2019 shows no tendency of failure in those individual incidents. Pump failures observed were caused by normal wear and tear. When that occurs, the pump and related component(s) should be replaced. In 2021,(B)(4) was initiated to examine the increased number of nibp incidents. Closer examination reveals that the increase in nibp incidents was proportional to the increase in sales. In summary, nibp failure is attributable to device damage, use error, and or the patient's condition. No tendency of abnormal nibp failure was observed. The frequency of failure is proportionate with the number of installed units. There was no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that the nibp pump for the bedside monitor (bsm) was not properly pumping and would not provide a reading. There were no error messages. No patient harm was reported.